Event description:
It was reported that the patient presented to the emergency room after passing out in the shower. The pulse generator exhibited normal end of life. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.